Manufacturer narrative:
Recall number: z-0021-2022. 1038671-2024-04514 this follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04514. The following sections were updated: a2, a3, d4, g1, g3/g4, h6. The following sections were corrected: b1, b2, d1, g1, h6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and patellar dislocation or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
H10. Pending investigation. There is no other information provided.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2017, and then experienced a revision surgical procedure on (B)(6) 2023, approximately 5 years, 8 months after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.